Event description:
(B)(6) study. It was reported that the patient developed left bundle branch block (lbbb). Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with direct deployment of a lotus edge valve into the correct anatomical location. On the same day of the index procedure, the patient was diagnosed with lbbb. No action was taken in response to the event. Two days post index procedure, the patient was discharged home with 81 mg of aspirin.

Event description:
Protected tavr study it was reported that the patient developed left bundle branch block(lbbb). Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The patient was on a prior regimen of aspirin at the time of index procedure. The patient received a loading dose of aspirin. A lotus introducer sheath was placed and then the native aortic valve was treated with direct deployment of a lotus edge valve into the correct anatomical location. On the same day of the index procedure, the patient was diagnosed with lbbb. No action was taken in response to the event. Two days post index procedure, the patient was discharged home with 81 mg of aspirin. It was further reported that 46 days post index procedure, a major bleeding event occurred. 52 days post index procedure, a conduction/native pacer disturbance occurred requiring a permanent pacemaker.